Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump became unresponsive with the screen appearing light gray, consistent with a display difficult to read associated with the touchscreen; a photo was provided, and a hard restart using the charger and button press did not resolve the issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed an ambient light problem was identified and the issue aligned with a display readability problem involving the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.